Event description:
It was reported that the 9900 system had an overload fault and low ma, kv error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage tank, and cable were replaced. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.